Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "broken eye piece funnel" malfunctions would likely be related to excessive use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. The customer's complaint was confirmed and due to user mishandling. In addition, the following non-reportable malfunctions were found during the device evaluation: proximal was bent, device received without the inner/outer adapters and without the protector tube; dark shadow on image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the eyepiece broke off of their telescope. No other information regarding this event is available at the time. There was no report of patient harm as a result of the malfunction.